Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The investigation could not draw any conclusions regarding the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Maude report received (mw5074519). Patient stated on 2015 he had a total right knee replacement. The depuy synthes attune knee system devices were utilized and implanted during the surgery. Prior to 2017, the patient noticed a clicking sound and pain while walking. The patient returned to the orthopaedic surgeon for evaluation of the problem. The surgeon examined and x-rays were taken of the right knee. The surgeon informed that he thought the tibia unit may have started to loosen. A follow up appointment was scheduled for 2017 for a re-examination. Before the follow up appointment on 2017. Patient started having extreme pain in right knee along with spasm and some partial loss of feeling. Patient contacted the surgeon and explained the increase in pain and he had me come in on 2017 for re-examination and more x-rays. The surgeon advised the patient the x-rays showed a major problem with the tibia unit had failed. His only remedy was to undergo a right knee total knee revision surgery as soon as possible. The surgeon placed the patient on medication for pain and spasms. Total right knee revision surgery was done on 2017. After the surgery the surgeon advised the patient that the tibia unit of the attune knee system had completely de-bonded from the tibia bone and was removed clean with no evidence of bone cement bonded to it, unlike the femur part of the unit which had bone cement attached to it as it should have. Doi: (B)(6) 2015, dor: (B)(6) 2017, right knee.